Event description:
Customer reported the customer was experiencing low blood glucose of 40 mg/dl when he woke up. Customer stated that he checked his bolus history and noticed that a bolus was administered at 2:09 am of 14.2 units with no carbohydrates or blood glucose entered. Customer's current blood glucose was 336 mg/dl, treated with corrected bolus. The time on the insulin pump was accurate. Customer was informed to administer a 0.2 normal bolus and the device registered the bolus with no blood glucose reading or carbohydrates and 14 units have been given. Customer was advised the device was working how it is intended to monitor the device and lock keypad feature. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.